Event description:
During right femoral osteotomy, surgeon using guide wire/pin from synthes pediatric hip plate instrument set. Under fluoroscopic guidance the guide pin was placed into the femoral head for application of the plate. The leg was rotated to ensure that the guide pin was in good position. A piece of the pin broke off in the femur. Surgeon attempted to retrieve the fragment which was seen via CT scan. The fragment could not be removed.